Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral night glare at two and one half months post photo refractive keratectomy (prk) procedure. Reporter indicated unsure if the issue is related to post prk haze or possible residual prescription. Topical steroid eye drop given for reported haze. Reporter prescribed glasses prescription to determine if additional treatment is required. Patient is being monitored. Upon follow up, reporter indicated the patient was doing much better. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Additional information received from the reporter indicates the patient's condition remains stable and will continue to be monitored.